Manufacturer narrative:
The patient identifier 160829-088 was added. The age of the patient, (B)(6), was added. The sex of the patient, male, was added.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found a fitting at lyse pump pm101 was loose. The fse tightened the fitting, which repaired the erroneous results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system was generating erroneous results for one patient. Review of the data provided shows the instrument generated an abnormally high white blood cell (wbc) result with instrument generated + flag and lower red blood cell (rbc), hemoglobin (hgb) and hematocrit (hct) results all with instrument generated r flags compared to the same sample rerun on another dxh800 instrument which was considered correct. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not reported outside of the laboratory and there was no change in patient treatment.